Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. Moisture damage found on the mother board and lcd board. The device had cracked display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported going in a swimming pool with his insulin pump. Customer's blood glucose is 158 mg/dl. There is fluid under the lcd screen. The device is not responding and the screen is blank. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.